Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a high blood glucose event. The customer's blood glucose was around 400 mg/dl. Customer treated their blood glucose with a bolus delivery. The customer declined to troubleshoot for their blood glucose and requested to have the insulin pump replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.